Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have dropped insulin pump causing cracks on screen display and broken battery compartment. Customer states that battery does not stay in battery compartment causing a blank screen display. Customer's blood glucose was 180 mg/dl at the time of incident and 452 mg/dl at the time of call. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked pump belt clip slot near battery threads, broken battery cap, and cracked and bleeding lcd glass. No broken battery compartment noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.